Event description:
It was reported that this single-chamber implantable cardioverter defibrillator (ICD) device exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The patient was brought into the clinic. The boston scientific representative performed isometric testing with the patients arm in different positions and no out of range impedance measurements were observed. It was also noted that there was no noise observed on the rv rate and sense channel either. Boston scientific technical services (ts) discussed that this could be due to micromovements of the rv lead in the ICD device header causing fretting on the rv lead. Ts provided guidance to continue to monitor and if there are additional out of range impedance measurements, the implanted products may need to be replaced. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this single-chamber implantable cardioverter defibrillator (ICD) device exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The patient was brought into the clinic. The boston scientific representative performed isometric testing with the patients arm in different positions and no out of range impedance measurements were observed. It was also noted that there was no noise observed on the rv rate and sense channel either. Boston scientific technical services (ts) discussed that this could be due to micromovements of the rv lead in the ICD device header causing fretting on the rv lead. Ts provided guidance to continue to monitor and if there are additional out of range impedance measurements, the implanted products may need to be replaced. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device was returned to boston scientific, indicating it was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this single-chamber implantable cardioverter defibrillator (ICD) device exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The patient was brought into the clinic. The boston scientific representative performed isometric testing with the patients arm in different positions and no out of range impedance measurements were observed. It was also noted that there was no noise observed on the rv rate and sense channel either. Boston scientific technical services (ts) discussed that this could be due to micromovements of the rv lead in the ICD device header causing fretting on the rv lead. Ts provided guidance to continue to monitor and if there are additional out of range impedance measurements, the implanted products may need to be replaced. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device was returned to boston scientific, indicating it was subsequently explanted. No additional adverse patient effects were reported.